Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the us however, it is similar to reply dr or sr models approved under p950029. Analysis pending.

Event description:
Reportedly, during a pacemaker replacement, the physician could not correctly tighten the ventricular lead in the corresponding port. Several attempts were performed, but the lead came out of the connection port by pull test, even if the 'click' sound of the torque wrench was heard. The subject pacemaker was not implanted but returned for analysis. Another device was successfully implanted.